Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model addr01 implantable pulse generator (ipg), implanted (B)(6) 2012; model 5076 implantable pacing lead, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and oversensing myopentials. A lead revision was attempted. No patient complications have been reported as a result of this event.